Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where an infusion set was found as not sealed properly, misshaped and sterile packaging was not intact on (B)(6) 2025. No further information available.